Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when preparing for a procedure, with no patient in the operating room, the arm cart assembly was not showing up on the tower to calibrate. The arm cart assembly was disconnected by unplugging and reconnected by plugging in again to resolve the issue. The arm cart showed up on the tower and was able to calibrate. There was no patient involvement.